Event description:
It was reported that during use with a prismaflex m set, it was observed that the effluent line and pre blood pump line were reversed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed that the pbp pre pump and effluent post pump lines were reversed. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue (operator error). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.